Event description:
On (B)(6) 2015, a 19mm sjm trifecta heart valve was implanted in the aortic position. In early 2018, the patient presented with symptoms of aortic insufficiency. On (B)(6) 2018, the patient underwent re-do avr concomitant with a mvp. The trifecta valve was explanted and replaced with a19mm magna ease aortic heart valve. The user reported a leaflet tear was observed at the stent post between lcc and ncc toward one side of the leaflet base. Upon explant, no pannus or calcification was observed. The patient is reported to be stable. Patient weight is not available for this event.

Manufacturer narrative:
An event of aortic insufficiency was reported. The reported leaflet tears was confirmed. Gross morphological and histopathological examination found tears on the base of all three leaflets. All three leaflets contained a thin layer of fibrin. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflets remains unknown.